Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported via a company representative (rep) that the patient was in office a day prior to this call and they ran impedance test. They received error that entered value that could not be used because of settings. They got similar error code when patient was initially implanted when they were trying to increase the amplitude (ma). It was indicated that when electrode impedances were ran, the hcp saw xxx for all measured values. The patient had not been the same and symptom control had not been as good since the implant of this battery in (B)(6) 2015. The hcp had to start a new group for the patient but did not state whether the issue was resolved. It was later hcp further provided that they received error message ¿the entered value cannot be used with the existing settings¿ and high impedance was noted on contact 9 and 10. Hcp was unable to get any therapy impedance reading on the left electrode. They tried to increase and/ or decrease the settings and were unable to make any change. They continued to get the above warning message. They set up a new group with the same program and were able to get the left stn current up to 3.4, but not 4.7 which patient was on. They were able to change the right electrode to the correct cathode of 8and got his current to 3.4 but could not make it go any higher. It was indicated that the patient had some tightness in his left leg and "twitchy" movements in his neck with the above settings. Additional information received from rep on april 22 02016 reported that patient was being seen in the clinic today and there were going to try to find which program was causing out of regulation (oor) error message and decrease it to just below 7-8 v range. If they couldn¿t decipher which program was causing the oor they would use the physician programmer (pp) to adjust the stim therapeutic level or they would try to put the patient in cv instead of cc and see they patient respond well to that. It was indicated that xxx impedance was because the program was in oor

Event description:
Additional information received from the rep reported that they were able to increase the patient stimulation using his patient programmer. The plan at the last visit was for the patient to increase stimulation gradually with his patient programmer as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.